Event description:
It has been reported to philips that the system produced an image disk error during a procedure. The customer deleted all of the previous patients, but the issue persisted. The device was in clinical use at the time of the event. There was no reported patient or user harm. A philips remote service engineer (rse) performed remote initialization of the image disk and returned the system to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected a vascular diagnosis was performed when this happened. The procedure was completed after restarting the system. The philips remote service engineer (rse) analyzed the system remotely and confirmed that the system shows full disk error. Upon troubleshooting rse found that the system has a disk full of error. Rse performed the remote initialization of the image disk. After repairs, the system was returned to use in good working order. The codes were updated based on the investigation outcome.